Event description:
Procedure type: gastric bypass. According to the reporter: the anvils came off the tubes while in the pt esophagus. The anvils were retrieved by the anesthesiologist and the pt was opened to complete the procedure. No bleeding was reported, but surgery time was extended by one hour as a result.